Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose versus blood glucose, lost sensor alarm, damage (physical or cosmetic), battery cap contact missing/damaged, harm reported with no reported allegation of a device malfunction, and loss of communication between transmitter and insulin pump, crack at the back of the battery compartment, little piece missing right near to the battery base-experienced low blood glucose in the middle of the night, too far away from the transmitter, battery cap was damaged, and there was sensor versus glucose variances. The customer reported hypoglycemia and declined troubleshooting for the low. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved products mmt-7040a, mmt-1884l, mmt-342, mmt-441ag, and mmt-7841zn. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the event. The customer reported low blood glucoses. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer reported that the battery cap was damaged. The customer reported that the pump was dropped, but bumped, and the pump has possible physical or cosmetic damage. The customer called for an issue not covered by existing troubleshooting guides. The customer was reporting a discrepancy between sensor glucose and blood glucose. The customer reported a loss of communication between the transmitter and the pump. The transmitter was oow. Advised the customer that continuing to use the transmitter past 1 year may result in reduced battery life, frequent loss of communication, or increased alerts. Advised the customer of the process to obtain a new transmitter. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-441ag. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.